Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having discomfort because of the cement that was not removed during the initial surgery. The poly was removed so the surgeon could clean out the cement and a new poly was inserted. The cement appeared to be the cause of the patients' discomfort.